Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. This lead was then explanted and replaced with another manufacturer lead due to damage associated with a suspected fracture. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that this lead was returned in three segments. There was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 305 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range pace impedance measurements that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. This lead was then explanted and replaced with another manufacturer lead due to damage associated with a suspected fracture. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.